Event description:
It was reported that a "g7 wearable failure" was reported. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced wearable failure which occurred the day the sensor had been inserted. Prior to this, in addition to this wearable failure, the patient stated that two wearables previously failed. After the wearable failed, it was removed from the patient¿s arm. The patient experienced a serious adverse event as a result of consecutive failures. The patient¿s said that he had high blood sugar, and ended up in the emergency room. He mentioned he was hospitalized "temporarily." The length of stay was not specified. The incident occurred while he was walking home; he fell on the grass, prompting a bystander to call 911. The ambulance arrived, and the patient was taken to the hospital. The patient stated his fingerstick test in the hospital was 475 mg/dl, while there were no readings available on cgm as a result of sensor failure. Of note, the patient uses a t slim insulin pump. While in the hospital, the patient was given 6 units of novolog and received saline IV and discharged a few hours later. At the time of the report, the patient was doing fine. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.